Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received two unspecified cartridge alarms. The cartridge was reloaded to address the issue. Although requested, no additional information was provided by the customer. There was no adverse impact to the customer's blood glucose level.